Event description:
Consumer complaint of blood results. Caller normally is around 120 mg/dl fasting. Last results in memory were 92 mg/dl, 50 mg/dl, 48 mg/dl, 129 mg/dl, 81 mg/dl. Based on the parkes error grid analysis, the bias between the lowest result in memory (48) and the normal fasting result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.

Event description:
Consumer complaint of low blood results. Caller normally is around 120mg/dl fasting. Last results in memory were 92mg/dl, 50mg/dl, 48mg/dl, 129mg/dl, 81mg/dl. Based on parkes error grid analysis, the bias between the lowest result in memory (48) and the normal fasting result (120) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).